Manufacturer narrative:
Updated: b5, d6a, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve infolded due to severe leaflet calcification, with an agaston score greater than 4000. Pre-balloon aortic valvuloplasty was performed with a 25mm balloon. The infolded valve was identified at 80% deployment, removed, and replaced with a new 34mm valve and delivery system. Physicians performed another balloon aortic valvuloplasty with a 28mm balloon and implanted the second 34mm valve. Dissection was observed at the coronary and sinotubular junction levels. The patient subsequently died. Additional information was received that a procedural delay did not occur directly as a result of the infold, but it took 5-10 minutes to loader another valve. Per the physician, the patient's severe leaflet calcification with possible fusion of leaflets contributed to the infold. The death occurred the day of the procedure and the cause was annular dissection that the physician attributed to aggressive ballooning, not the medtronic valves or delivery catheter systems (dcs).

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012443478); product type: 0195-heart valves; implant date ; explant date product ID d-evprop34 (lot: 0012443478); product type: 0195-heart valves; product ID evproplus-34 (k954748); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve infolded due to severe leaflet calcification, with an agaston score greater than 4000. Pre-balloon aortic valvuloplasty was performed with a 25mm balloon. The infolded valve was identified at 80% deployment, removed, and replaced with a new 34mm valve and delivery system. Physicians performed another balloon aortic valvuloplasty with a 28mm balloon and implanted the second 34mm valve. Dissection was observed at the coronary and sinotubular junction levels. The patient subsequently died.